Manufacturer narrative:
The biclamp laparoscopic instrument's insert has not yet been returned to erbe from an evaluation. There were no issues with the device history record (DHR) of the lot. Based upon other reported events of this type, mechanical stress (e.g., through levering, bending and frequent reprocessing as well as progressive wear), was most likely the cause of the device issue. The instrument may have been used even though it was previously damaged. However, no conclusive determination can be made at this time (note: it is not possible for the screw to come loose on its own, as it is secured by spot welding on the underside as well as by a thread lock. Additionally in 10/2023, the production process was optimized to have the screw be more secure at several points on the top and bottom sides with a spot weld. The instrument used was manufactured after the product improvement.). Nevertheless, in the device's notes on use, it is stated that excessive leverage and excessive (mechanical) forces must not be exerted on the instrument. The product must be checked for damage before each use; defective or damaged products must not be used. The entire instrument must be protected from mechanical damage. Frequent reprocessing and operational stress have an impact on the product. If there is damage or functional impairment, the product may no longer be used. If any further information is determined upon the examination of the device that has not already been provided, a follow-up report will be filed. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a biclamp laparoscopic instrument broke during a laparoscopic enucleation of a uterine myoma. The accessory was being used with an electrosurgical unit (esu). Specific information regarding the esu, settings, and other devices used was not provided. During the procedure, the fastening screw in the joint area became loose and then detached from the biclamp laparoscopic fenestrated insert. The screw was retrieved under x-ray control through an additional incision (note: per the report, no patient injury was described.).